Event description:
Discordant advia centaur troponin ultra results were obtained on two pt samples. The results from one pt was reported. The samples were repeated on a backup advia centaur system where the correct results were obtained. A corrected report was issued for the troponin result that had been reported. There are no reports of pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra results was due to faulty diluters. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra results was due to faulty diluters. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur troponin ultra results were obtained on two pt samples. The results from one pt was reported. The samples were repeated on a backup advia centaur system where the correct results were obtained. A corrected report was issued for the troponin result that had been reported. There are no reports of pt intervention or adverse health consequences due to the discordant troponin ultra results.